Event description:
Two pt samples with discrepant sodium results. Pt 1, initial result gave 125 mmol/l; repeat gave 135 mmol/l. Pt 2, initial result gave 127 mmol/l; repeat gave 136 mmol/l. Erroneous results were reported. Pts not adversely affected. The field service rep was unable to determine the cause for the discrepancies. Performance tests were performed.